Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the alarm occurred while performing the rewind/load function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump¿s black box history showed no evidence of cs 064 call service alarms occurring. The complaint that the pump was emitting cs 064 call service alarms when attempting to perform the rewind/load step was not able to be adequately investigated due to moisture damage, battery cap failures, and battery compartment damage. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.